Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. The customer decline any service/repair of the device. A gas delivery system (gds) manifold was returned for analysis. A visual inspection of the returned component was performed and found that the revealed that this unit was missing the da board and the o2 valve solenoid with no signs of damage or contamination. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the co2 rebreathing failure was not duplicated. This air flow accuracy failure was caused by an out of spec air flow sensor u1 component this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated a co2 alarm. No patient involvement.